Event description:
The device was placed on 12/09/94, in a pt with fractured cervical vertebrae. The device is made of titanium and is supposed to be safe to go into an MRI. Three days after placement, the pt had an MRI. Sixteen seconds into the procedure, the pt complained of burning at the sight of the pins. The rptr stated that there was no redness at the site of the pins nor was the area hot to touch.